Manufacturer narrative:
Evaluation summary: no devices or photos were provided, therefore; the condition of the components is unknown. Operative notes were not provided. Radiographs were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The complaint cannot be confirmed. Based on the available information, a definitive root cause cannot be ascertained at this time. However, the complaint may be revised upon return of radiographs and/or product or further information. Evaluation codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence or product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient was revised due to knee pain.